Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician that the patient got light-headed and passed out after getting a hair cut by the spouse using professional clippers. The caller was advised that the clippers should be kept six inches away from the device or the clippers could be poorly grounded. The device remains in use. No further patient complications have been reported as a result of this event.